Manufacturer narrative:
Reference number: (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in italy underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2026 it was reported that during the replacement of the peg, buried bumper syndrome was found. A temporary peg was inserted to keep the stoma patent. The insertion of the peg-j will be rescheduled and the treatment with duodopa is suspended until the device is repositioned. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed.